Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the unknown surgery, the anchor was broken off, removed all the pieces. The complaint device was received and evaluated. Visual observations reveal that the anchor was detached and separated form the inserter but still intact and held in place by the suture. In addition, the suture was frayed and cut. When observed the anchor under magnification, no structural anomalies could be noted. In other hand, the cover handle, suture card an the suture gripper-double barrel, were not received. The complaint cannot be confirmed. The possible root cause for the reported failure can be associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole and for the detached condition can be associated with the high tension applied on the suture. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number:3l87777, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported from an affiliate in (B)(6) that during the unknown surgery, it was observed that the gryphon p br ds anchor device was broken off. It was reported that all pieces were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.